Event description:
The device was reportedly used on a pt during a storm with 40 mph wind gusts that allegedly repeatedly triggered the device's motion detect circuitry when ECG analyses were attempted. A back up manual defibrillator was obtained and treatment was continued using the manual defibrillator. The pt was transported to a local hosp and died at the hosp.